Event description:
It was reported that the patient experienced inadequate stimulation and underwent a procedure where an additional lead was added. Post operatively the patient had great pain reduction.